Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol), which was implanted into the patient left eye, was explanted and exchanged for another iol of the same model but different diopter due to a refractive error and blurry vision. There was no additional intervention required and the patient was doing well post-operatively. No additional information was received.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 09/27/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The reported lens returned cut in two parts. Both lens haptics were observed distorted, and one haptic was observed detached. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal process. Due to the condition of the lens returned the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.